Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. Twenty-nine days later the catheter ruptured 3 to 5 centimeters distal to the suture wing. It should also be noted that the device was being used to administer benign fluids (antibiotics).